Event description:
The string broke and the tampon is still inside me- vagina [foreign body in reproductive tract] the string broke- tampax [device breakage] I was taking out a tampon and the string broke [complication of device removal] case narrative: consumer reported via phone that the tampon string broke during removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation